Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted (B)(6) 2024 with complete laa seal and deployed device diameter of 24.5 mm. The patient was discharged the same day on a medication regime to continue clopidogrel and rivaroxaban. On (B)(6) 2025, 458 days post index procedure, the patient underwent transesophageal echocardiography (tee) follow up assessment which revealed a large, laminar, non-mobile thrombus noted in the left atrium extending partially on the atrial facing surface of the watchman flx pro laac device with an unknown maximum area and 22cm2 non-mobile thrombus in the left atrium. The patient was on a medication regime of clopidogrel and aspirin at the time of the event. The watchman device was positioned at ostium (plane of maximum diameter is within 2mm of the desired ostial plane). No peri-device leak was noted. No additional intervention was performed at this time.